Manufacturer narrative:
This incident is being captured under (B)(4). Once investigation is completed a final/supplemental report will be submitted. G2: foreign: australia: e1: telephone: (B)(6).

Event description:
It was reported that outside of surgery when device was taken out of loan tub small holes were noted in the packaging impacting sterility of device. There was no patient involvement, and procedure was completed with another device. Diligence is complete as no additional information is available.

Manufacturer narrative:
No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.